Manufacturer narrative:
Upon analysis, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found excessive adhesive at the distal end of the shock coil which may have led to the field report.

Event description:
During lead implantation, the distal tip of the lead was reported to be bent and difficulties were encountered while attempting to insert the lead into the introducer. The lead was exchanged and the procedure was completed successfully without consequences.